Event description:
Medtronic received a report that an axium coil was stretched and prematurely detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of 14.5 mm x 10.5mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the coil was sitting in the aneurysm very nicely until about the last bit of the coil and it kept popping out. The physician decided to resheath it and use a smaller length coil. They were going to pull out coil. They started pulling back in microcatheter when the pusher wire started coming but the coil wasn't moving. At that time the physician stopped and the team decided that the coil had prematurely detached. The physician pulled out the pusher wire and it came out clean so it was assumed the coil detached on accident. Upon looking at the base of the benchmark, they noticed coil and filler wire was tanged inside the vessel of the patient. Physician deployed a solitaire 6x40 (lot b661776) to grab the remaining of the coil and filler wire. 1 deployment and all the coil and wire came out. However, there was still a large portion of the coil and filler wire hanging from the aneurysm. Physician tried to use solitaire, embotrap and an ev3 snare to grab the remaining of the coil but too much coil was in the aneurysm and it wasn't moving. After a long period of time to try to grab the coil and filler, the team felt it was safe to stop and put the patient on dapt. There had been no friction or difficulty during testing or delivery. The physician repositioned the coil 3 times during the procedure. The implant coil remained in the patient and was implanted in its intended location. No surgical or medicinal intervention required. The pushwire was not bent or broken. The physician did not attempt to detach the coil nor rotate the delivery pusher during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f benchmark 071 lot f00013924 guide catheter, sl 10 lot 24950327 there was a second sl 10 but unknown lot number microcatheters, and synchro select soft lot 0000445854 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the procedure was completed; however, the physician felt it was safer to leave the coil and filler wire dangling due to no thrombus had formed during the procedure. The patient was brought back one week later for a follow-up angiogram, and the physician again decided to leave the coil and wire in place. It was clarified that the coil and filler wire were tangled and knotted inside the vessel. The physician was able to retrieve the knotted and tangled portion using a solitaire device. The cause of the stretch and premature detachment remains undetermined; the event occurred during the re-sheathing process. Also, the entire assembly had stretched, though it is unclear if the physician was aware it had detached, but it still ended up detaching and stretching. A continuous flush was administered throughout the procedure. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within a secondary biohazard pouch. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator and coupler tube were found to be intact. This is indicative mechanical method detachment was not attempted. The axium coil pushwire was found to be bent at ~95.0cm and kinked at ~154.7cm from proximal end. The coin was found to be against the lumen stop. The implant coil was found to be broken and not returned. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium implant coil was found to be broken and not detached. It is possible the damage (break/bent) to the pushwire occurred upon opening the package and attempting to remove the product or after removing it from the package and preparing it per IFU. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.